Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, in addition to the procedure itself, it is possible the patient¿s cardiac pathology (e.g. Aortic stenosis and pre-existing brady-tachycardia) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
During the transfemoral tavr procedure, the patient developed 3rd degree heart block with a limited escape rhythm. A permanent pacemaker was implanted one day post procedure. Prior to the tavr procedure, possible placement of a permanent pacemaker (ppm) was discussed due to the patient¿s history of brady-tachycardia. The patient was not symptomatic, therefore a ppm was not placed. A 26mm sapien xt valve was positioned 60:40 aortic/ventricular (a/v) and began to slip ventricular. In an attempt to correct the position, the valve was pushed too aortic. The valve landed 90:10 a/v positioned. The final deployment position was acceptable. Following valve deployment, the patient developed 3rd degree heart block with a limited escape rhythm. By the end of the procedure, the patient was not being paced and had a rate of 45bpm, which was the same as his starting rate. However the p-waves were dissociated. The patient was transferred to recovery with the temporary pacemaker in place for monitoring. While in recovery, the patient came out of complete heart block (chb). However, he went back into chb the next day and passed out while walking and received a ppm that day. The patient¿s native annulus measured 26.6mm x 21.9mm by CT (valve area of 462mm2). Moderate annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported.